Event description:
A customer contacted beckman coulter regarding an erroneous platelet (plt) result that was generated by the coulter act 5 diff cp analyzer. A pt sample was tested for plt and a result of 482 x 10 to the power of 3 cells/ul was obtained. The plt result was printed with no error messages. The customer indicated that the plt result obtained from the coulter act 5 diff cp analyzer is believed to be erroneous because the sample was re-tested for plt at 2 different reference hospital labs and higher results were obtained. Plt result from hospital a was 608 x 10 to the power of 3 cells/ul. Plt result from hospital b was 614 x 10 to the power of 3 cells/ul. The plt results from both hospitals were printed with flags. Based on available info, there was no affect to pt treatment.

Manufacturer narrative:
Qc was assayed before the event and results were within expected ranges. Customer runs qc daily. Customer did not observe problems with other pt samples at the time of this event. A field service engineer (fse) was dispatched to the customer's lab. The fse verified the instrument operation, performed qc, and checked all reagents expiration dates and found no problem. The fse adjusted plt cal factor. The fse verified repair per established procedures; the results meet published performance specifications. A clear root cause has not been determined in this event. A malfunction will be assumed for the purpose of this report.